Event description:
It was reported that an ilet pump exhibited a screen freeze during use, with the screen becoming responsive only when connected to a charger; a device restart did not resolve the issue, consistent with an unresponsive touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive input interface affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.